Event description:
It was reported that "on (B)(6) 2026, during the patient's hemodialysis catheterization procedure, the spring wire guide (swg) was advanced smoothly initially. After skin dilation and incision, difficulty was encountered in advancing the catheter, and the guide wire was found kinked." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and the procedure was completed successfully following replacement with another device.

Manufacturer narrative:
Qn #: (B)(4).